Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The valve was prepared per instructions for use (IFU). The patient's annulus was measured with diameter of 23mm, a perimeter of 82.9mm, and an area of 517mm^2. The decision was made to not pre-dilate the native valve. During the procedure incomplete stent opening on the non-coronary cusp (ncc) was observed due to calcium. The device was partially re-sheathed three times. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). A moderate perivalvular leak and a high gradient was observed. A post-balloon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The valve expanded fully; the leak decreased to trace, and the gradient lowered to 3 mmhg. The patient remained hemodynamically stable throughout the procedure. The user believed the valve expanded non-uniformly due to calcium.

Manufacturer narrative:
It was reported that the navitor valve was re-sheathed more than three times and was observed valve expanded non-uniformly upon full deployment. A post-balloon aortic valvuloplasty (bav) was performed; the valve expanded more but was still not optimal. Reportedly, a moderate perivalvular leak and a high gradient was observed. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. From the imaging received showed a fully released valve with double density of inflow struts on the ncc side of the anatomy. Based on information provided by field, the cause of valve under expansion could not be determined. Additionally, it is possible that anatomical condition (severe calcification) may have contributed to the reported valve under expansion. The reported unexpected medical intervention was under case specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The valve was prepared per instructions for use (IFU). The patient's annulus was measured with diameter of 23mm, a perimeter of 82.9mm, and an area of 517mm^2. The decision was made to not pre-dilate the native valve. During the procedure incomplete stent opening on the non-coronary cusp (ncc) was observed due to calcium. The device was partially re-sheathed three times. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). A moderate perivalvular leak and a high gradient was observed. A post-ballon aortic valvuloplasty (bav) was performed with a 22mm non-abbott balloon. The valve expanded fully; the leak decreased to trace, and the gradient lowered to 3 mmhg. The patient remained hemodynamically stable throughout the procedure. The user believed the valve expanded non-uniformly due to calcium.